Event description:
It was reported that the home patient had an unknown system error alarm on the homechoice device during an unknown step of peritoneal dialysis therapy. The patient would start over with all new supplies (no details provided). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. A service history review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.